Manufacturer narrative:
Results: evaluation of the returned product does not confirm the reported issue. The alarm powers up and is not continuous when weight is on the sensor. The alarm passes all functional tests. The alarm has evidence of battery leakage residue on a flat battery contact and on the battery ribbon. The customer did not return the sensor that was used with this alarm. Note: the instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Did not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported the unit will continue to sound when pressure is on the sensor pad. The customer reported the sensor pad was replaced and the results remained the same. There was no physical damage reported by the customer. The customer did not specify the date when this was discovered. There was no pt incident or injury reported.